Manufacturer narrative:
Corrected data: method code should not include - testing of actual/suspected device and results code - inadequate immunity.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. Troubleshooting attempts have been unable to provide resolution. As a result, the patient had the ipg replaced. Therapy has successfully been restored post-op.